Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's physician suspected a possible infection at the patient's scs ipg site. Reportedly, the patient had redness and puffiness at the scs ipg site. The patient did not like where the battery was originally implanted. A CT scan was performed, but no infection was found. Surgical intervention was taken and the scs ipg pocket was opened and no visible infection noted. The pocket was made a little deeper and below the original pocket, leaving at least a 1 cm scar tissue above and below the ipg. The patient reported effective stimulation therapy coverage.